Event description:
The facility reported a colleague infusion pump with a failure code 810:04. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:04 was confirmed by baxter personnel during product evaluation. The root cause was assigned to moisture in the pump channel . Service removed the moisture and verified ail calibration. However, because this device has been removed from service, no repairs will be made at this time. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The customer reported problem was confirmed by quality engineering, however, upon further investigation, the root cause was not determined as this device is a baxter owned device and was removed from service. Should additional information be received, a follow-up medwatch will be submitted. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.